Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary procedure. The procedure was completed as planned and restarting the system. It was reported to philips that the table moved by itself, and it was not possible to use commands. Review of the log files shows occasional restarts of the geometry, atem errors. Upon troubleshooting, the philips field service engineer (fse) visited onsite, check the logs and found that the problem on amc longitudinal. To resolve the issue, fse replaced the amc ecat drive and performed the software recharge. After repairs, the system returned to use in good working order. The same issue reoccurred after a few days, where fse replaced the amc ecat drive board of the transverse movement of the table and calibrating the lateral movement of the table. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the table moved by itself, and it was not possible to use commands. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.